Event description:
It was reported that balloon could not deflate and was removed by surgery. The target lesion was located in the pulmonary artery. An 8.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon could not be deflated despite several attempts upon withdrawal. The patient went to surgery to removed the device. The procedure was not completed. No further patient complications were reported and the patient was stable post surgery.